Manufacturer narrative:
The reported complaint of a break could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed top the reported complaint.

Event description:
The event involved a 14 cm (5.5") pur smallbore trifuse ext set w/3 microclave® clear (red, yellow, green ring), 3 check valves, 3 clamps, rotating luer where the customer reported that upon removal of the surgical fields in the operating room department, they discovered a break between the tubing and the injection site of the extension. A new extension cord was used. There was unknown patient involvement and no adverse event/human harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Manufacturer narrative:
Received one (1) used. List #011-mc33083, 14 cm (5.5") pur smallbore trifuse ext set w/3 microclave® clear (red, yellow, green ring), 3 check valves, 3 clamps, rotating luer; lot #14057857. One of the microclaves was observed to be disconnected from the set. The reported complaint of a broken set could be confirmed. The returned sample was observed to have a torn tubing connected to one of the microclaves. The probable cause of the tear is from an unintentional pulling force during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 6/23/2025.